Event description:
Pt had undergone a left total knee revision in 1993. In 1997 pt developed pain in left knee; x-ray showed patellar component to be loose. Pt underwent revision of left total knee replacement.